Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain towards the rectum, and additionally, the device was not working properly due to reservoir fluid loss. A surgical procedure was performed to remove and replace the ipp, during which it was noted that the right cylinder had migrated towards rectum proximally. There were no further patient complications reported.